Event description:
It was reported the epiq ultrasound system displayed an error code when using the verisight pro catheter during a patient procedure. The procedure was completed after an exchange of the ultrasound system, pim (patient interface module), and catheter. No further information is available. There was no patient or user harm associated with this event. Philips has started an investigation, and upon completion, a follow up report will be submitted.

Manufacturer narrative:
A thorough investigation was performed to determine the cause of the reported problem. The engineering team determined that the error message was an acoustic power monitor fault that occurs when the catheter¿s power supply is over the specified acoustic limits. As such, the cause of the reported issue was a failed catheter and not the ultrasound system. The system has returned to service with no similar issues reported.